Event description:
A peritoneal dialysis (pd) pt reported a fluid leak occurred on or about (B)(6) 2013 during his last fill. He reports that there was an alarm which he was unable to bypass when he reached 1800ml of his last 2000ml fill. His pd nurse at the time advised him to turn off the machine. When he attempted to take out the cassette, he observed the back of the cassette was punctured and liquid was coming out of the cassette door. He was instructed by his nurse to clean the unit and continue using it. His effluent has been clear and no prophylactic antibiotics were prescribed. No sample available.

Manufacturer narrative:
Complaint sample is not available, and the lot number of product involved in this incident is unknown, therefore the reported failure mode cannot be confirmed. A three month sales and shipping search to the client site demonstrated three lots were shipped to the client. Inventory of these lots has been depleted. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.